Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed a svc code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102 (charge profile fault)) has been confirmed. Upon evaluation the solder pads of c21 and the positive terminal solder pad of c22 were lifted from the high voltage board. The root cause for the lifted solder pads could not be positively identified but the damaged likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the lifted solder pads. The pt rec'd a replacement monitor.